Manufacturer narrative:
Concomitant medical products:429888, lead implanted: (B)(6) 2015.

Event description:
It was reported that a remote monitoring report revealed oversensing on non-sustained tachycardia episodes that was indicative of external electromagnetic interference (emi). The patient thought they may have been swimming in a pool at the time of the event. The device remains in use. No patient complications have been reported as a result of this event.